Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction with wear of the adc device. The customer experienced a lump that formed at the insertion site, which lasted for three days and was not sensitive afterward. Three attempts were made by customer service to inquire whether the customer had used antibacterial drugs or antifungal/antibiotic medication that was prescribed or previously prescribed by a healthcare professional (hcp) for treatment of a skin reaction; whether surgical excision of an abscess or infection had occurred; or whether any unknown medication had been prescribed or previously prescribed by an hcp to treat a skin infection. However, the customer did not respond to any of the calls, and it was determined that the customer did not have contact with an hcp. There was no report of death or permanent injury associated with this event.